Event description:
It was reported that the 9800 system had poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display controller board was re-seated. The external interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.